Manufacturer narrative:
Analysis of the device showed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a prostate treatment procedure, forward firing occurred at 26,203j and 3:50 minutes of fiber used. The tip of the fiber was cleaned during procedure. A second fiber was utilized to successfully complete the case. The patient's outcome was reported as good.

Event description:
It was reported that during a prostate treatment procedure, forward firing occurred at 26,203j and 3:50 minutes of fiber used. A second fiber was utilized to successfully complete the case. The patient's outcome was reported as good.